Event description:
It was reported the esg-400 generator displayed error 006 insufficient conductivity. The issue occurred during an unknown procedure. There were no reports of patient injury or harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer added that the procedure took longer to complete due to the reported event, however, it was completed successfully.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection; therefore, the reportable malfunction was not confirmed. Based on the results of the investigation, the reported event, error e006, is a warning to the user of a resistance that is too high between the electrodes. It's likely due to the following: 1. A growing tissue deposit on the electrodes. 2. The instrument is in a gas bubble during activation. 3. Increased contact resistance due to poorly or insufficiently plugged contacts on the feed dog or the connecting cable. 4. Increased contact resistance due to defective contacts on the feed dog or the connecting cable. Therefore, the error message is not caused by a defect of the generator itself. However, the root cause could not be specified. Olympus will continue to monitor field performance for this device.